Event description:
A 1.5mm diameter x 6mm length sprinter mxii dilatation balloon catheter was inserted in a pt for post-dilatation of a previously deployed stent. Vessel morphology was reported to be mild tortuosity with mild calcification. It was reported that when the physician was inserting the device; he reached the lesion site the catheter kinked. He attempted to inflate the balloon and it would not inflate. The device was successfully removed. A second sprinter was pulled; this successfully completed the case. The pt is reported to be fine and no additional clinical sequelae were reported.